Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose is currently at 489 mg/dl. Customer took a bolus of 10 units and an injection of 10 units. Customer changed the infusion set. Customer had all the signs of high blood glucose and changed the vial of insulin. Customer was hospitalized sometime in may with a blood glucose level over 500 mg/dl. Customer was wearing the pump at the time. Customer does not have the tubing clamp available. Customer was advised to do a complete set change. Customer stated that her blood glucose has been in the 400's and 500's mg/dl. Customer stated that this has been going on for the last 6 days. Customer will deliver 10 units but nothing happens to her blood glucose and she has to resort to the insulin pen. Customer reported having nausea, abdominal pain, difficulty breathing, and also vomiting. Customer stated that the highway patrol pulled her over. Customer was in an ambulance and her blood glucose was 87 mg/dl at the hospital.